Event description:
Report received from the (B)(6) stating that the device had a locking mechanism that was not functioning. It is unk if the device was used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation ihas been completed or additional info becomes available, a supplemental report will be sent. (B)(4).